Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The implant was exposed. There were inflammatory lesions in the surrounding area and so the user was re-implanted on (B)(6) 2025.

Event description:
The implant was exposed. There were inflammatory lesions in the surrounding area of the implant and therefore the user was re-implanted with a new device on (B)(6) 2025. No infection was found.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely implant exposure and inflammatory lesions. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the reported issues, however, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely implant exposure and inflammatory lesions. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection, however, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The implant was exposed. There were inflammatory lesions in the surrounding area and so the user was re-implanted with a new device on (B)(6) 2025.